Event description:
Further information received indicates there was no allegation of malfunction or performance issues with the atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A few hours following the device implant procedure, a cardiac perforation was observed. The patient was transferred to the operating room due to shock. Emergency asepsis was achieved using betadine and the incision was performed with an electrocautery knife, which ignited a fire with subsequent burns on the right hemithorax and right arm of the patient. After extinguishing the fire, a pericardiocentesis was performed. The patient continued to be hemodynamically unstable so a sternotomy was performed and a cardiac perforation was observed due to the atrial lead. The atrial lead was removed from the pericardium, an atrial suture was administered, and a pericardial clot was removed to treat the cardiac perforation. The patient expired a few hours following the procedure.